Event description:
It was reported that a pump malfunction occurred with malfunction code 0, and no notable events happened prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information on how to reset the pump by technical support and was assisted in resetting it, as they had been using multiple daily injections until contacting support.